Event description:
Pt was scheduled for removal of bilateral breast implants and mastopexy. Pt has had these implants for 24 yrs. The explanting surgeon was different from the implanting surgeon. The pt nor the explanting surgeon were aware of who the MFR of the implants was. Both implants were encapsulated and believed either to be ruptured and/or leaking at the time the procedure was done. The implants and surrounding tissue was sent for routine pathology. No abnormal pathology was reported out. Since the implants were believed to be either ruptured and/or leaking in the capsule our facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.